Event description:
Add'l info rec'd from reporter on 03/26/2014: severe lower back and abdominal pain. Migraines, pain during/after intercourse. Had multiple drs appointments and visits to ER from pain.

Event description:
Pelvic/lower back pain, headaches, pain during/after sex, skin irritations, weight gain (30 lbs) have had to leave work on several occasions due to pain. Sex life has suffered due to not being able to unless I wish my pain to be 100x worse which I do not.